Manufacturer narrative:
This report is being submitted to include additional information. The investigation is complete. The device was returned for evaluation. The device was evaluated and it was determined that there was sealant reside on the lips of the trays indicating that the trays had been properly sealed during packaging. The device history records and sterilization batch records were reviewed and there were no non-conformances identified that would have contributed to this complaint. The root cause of this complaint was determined to be a user error in the field. The device was opened by a representative in a previous surgery and was not disposed of properly. This issue is an isolated incident that is not related to the design, manufacturing or packaging of the part. If additional information is obtained, a supplemental MDR will be filed accordingly. The following sections were updated: h3: device evaluated by manufacturer updated to yes. H6: type of investigation code updated to 3331: analysis of production records. H6: type of investigation code updated to 4110: trend analysis. H6: type of investigation code updated to 4109: historical data analysis. H6: type of investigation code updated to 10: testing of actual/suspected device. H6: investigation findings code updated to 4248: usage problem identified. H6: investigation conclusions code updated to 19: cause traced to user.

Event description:
It was reported that during a surgery on (B)(6) 2023, it was identified that the inner and outer tyvek seals of the size 3 tibial baseplate packaging were not attached to the corresponding trays. Upon opening the box, this malfunction was identified and the device was not used in the procedure. The surgeon implanted a different size 3 tibial baseplate. No additional information regarding this malfunction has been reported.

Manufacturer narrative:
The investigation is in process. When the investigation is complete, a supplemental MDR will be submitted accordingly.

Event description:
It was reported that during a surgery on (B)(6) 2023, it was identified that the inner and outer tyvek seals of the size 3 tibial baseplate packaging were not attached to the corresponding trays. Upon opening the box, this malfunction was identified and the device was not used in the procedure. The surgeon implanted a different size 3 tibial baseplate. No additional information regarding this malfunction has been reported.